Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was observed stuck at the cartridge tip. The pushrod protruded through the cartridge causing a cartridge crack and tip deformed. The lens came out the side of the injector. The customer's reported complaint was verified. However, the condition in which the sample was received is consistent with a product that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens came out of the side. There was no patient involvement and/or user injury reported. A three minute delay in the procedure was reported and another lens was used. The product was returned and the cartridge tip was observed to be deformed. No additional information was provided to abbott medical optics.